Manufacturer narrative:
Concomitant medical product: 5092 lead implant date unknown.

Event description:
It was reported that right atrial (ra) lead thresholds doubled to a high range with low p-wave measurements observed. Right ventricular (rv) lead thresholds had spiked to a high range. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.